Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on wednesday night (2024-sep-04) they started getting an electrical pulse in their left foot right above their toes. They said it would last for 2-3 seconds and then go away. It would be like someone flipped an electrical switch. They would get this warm, intense sensation for several seconds and then it would go away and then come back. They had to recharge their externals and while they did, they tried to sleep, but couldn't  the sensations subsided. The caller woke up thursday (B)(6) 2024 and turned the therapy back on the sensation did not come back. They reported no falls or trauma. They reported that they charge the implant every tuesday. They called their doctor's office and they had the patient get an x ray to check to make sure the leads were working. They just heard back from the office that everything was ok. They were going in for some diagnostic testing on tuesday (2024-sep- 10).